Event description:
It was reported that a spectrum pump was experiencing a system error 105 alarm. The customer also reported that there was no known injury associated with this error.

Manufacturer narrative:
Manufacturer ref no: (B)(4). Baxter received and evaluated the device in question. Evaluation found the unit inoperable due to the reported system error 105 alarm. This error was caused by a failed motor (flex). The motor assembly was replaced to correct this deficiency.